Event description:
It was reported that 4 bd syringe 0.3ml 30ga 8mm had hub separated issues. The following information was provided by the initial reporter : the customer reported that the needle with the shield was separated from the barrel in in four devices.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/12/2021. H.6. Investigation: customer returned (4) loose 0.3ml bd insulin syringes. The customer reported that the needle with the shield was separated from the barrel. All 4 returned syringes were examined, and it was observed that all 4 exhibited a needle hub/shield assembly attached to the barrel. A review of the device history record was completed for batch# 1025876. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd syringe 0.3ml 30ga 8mm had hub separated issues. The following information was provided by the initial reporter : the customer reported that the needle with the shield was separated from the barrel in in four devices.